Event description:
It was reported post operative that the right atrial (ra) lead dislodged after the procedure. It was noted that hospital staff were pulling on the patient's affected arm. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.